Manufacturer narrative:
This product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) one day post implant. The lead was observed to have dislodged. An invasive procedure was performed. The lead was successfully repositioned. No additional adverse patient effects were reported.